Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy, on the first trocar, the balloon burst while using. Then on the second trocar, the balloon burst from the placement of the trocar. Used a third trocar to resolve the issue and complete the case. There was no patient injury.